Event description:
It was observed that during the device evaluation, the rigid video scope exhibited that the fiber bonding in outer tube area (distal end) was damaged, also the protector of the video cable had a cut. There was no patient involvement.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 8/20/2015 h4.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited that the fiber bonding in outer tube area (distal end) was damaged, also the protector of the video cable had a cut. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged and the protector of the video cable section was cut. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.